Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level was 261 mg/dl. The customer reverted to an alternate method of insulin therapy for diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.